Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized for non-diabetes related issue. Customer stated that while in the hospital her blood glucose went high up to 408 mg/dl and was treated. Customer stated that she was unable to remove the battery cap on the insulin pump. Nothing further was reported.